Event description:
The following has been reported by customer: the complainant indicated that during use of the equipment, the fast increment, slow increment, slow decrement, menu and graph keys did not work. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.